Event description:
Adverse event(s): "no patient impact" (no consequences or impact to patient). Product problem(s): "cautery unavailable" (device operates differently than expected). A nurse reported the cautery was unavailable during a case. The surgeon was performing a lens fragmentation. A standalone cautery unit was used in conjunction with the system. The case was completed with no additional issues. The nurse reported the patient was doing well. No patient impact reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the problems reported. The system was tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. Quality assurance will monitor related complaints and will take action for further occurence as necessary. (B)(4)